Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer was sleeping and woke up to get ready for work. Customer stated that none of the buttons are working on the pump. Customer stated that all keys stopped responding and the pump had a loose drive support cap. Customer stated that the drive support cap is sticking out. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer stated that he is not sending his current pump back.